Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16493. It was reported that the patient experienced ineffective therapy due to low impedances. Surgical intervention may be pending to address the issue.